Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0125308. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification [200893682] noted for out of spec shield pull.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated. The following information was provided by the initial reporter: material no: 328438 batch, no: 0125308. It was reported that the shields were hard to remove and when they are removed, it bends the needle or removes the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated. The following information was provided by the initial reporter: material no: 328438 batch no: 0125308. It was reported that the shields were hard to remove and when they are removed, it bends the needle or removes the needle.